Manufacturer narrative:
A siemens field service engineer (fse) was on site for system inspection. The fse verified aspiration probe dispenses and sample probe calibration and found no system issues that may have contributed to the discordant results. The cause for the observed difference in results either higher or lower when comparing the initial patient results to the repeat results after recalibration and with a new calibrator lot is unknown. The customer prior to obtaining a valid calibration on (B)(6) 2013 had performed three assay calibrations with invalid results the previous day with an unknown cause provided. No conclusion can be drawn. The instruction for use (IFU) under the results section states the following: "results should always be interpreted in conjunction with the patient's medical history, clinical presentation, and other findings." The instrument is performing within specifications.

Event description:
Discordant advia centaur xp vitamin d results were obtained on patient samples and considered discordant when compared to the repeat test results with a new reagent calibrator lot. The customer's quality control results were acceptable the previous day and were out of range the following morning. The customer performed an assay recalibration and the quality control results were within acceptable ranges. Patients samples that were run between 6:00 am to 8:00 pm and prior to the quality controls results being out of range the following morning were repeated. The customer observed a difference in results either higher or lower when comparing the initial patient results to the repeat results after recalibration. A new reagent calibrator lot and the same reagent lot was sent to the customer for repeat testing. The customer performed an assay calibration with the new lot provided and quality control results were within acceptable limits. The patient samples were repeated and corrected results were provided on several patient results. There was no known report of patient treatment being altered or adverse health consequences due to the discordant vitamin d assay results.